Event description:
It was reported that metal shavings came out of the universal wire driver, micrometric, 1-4mm during surgery. There was no pt harm or delay reported, and the procedure was completed with an alternate device.

Manufacturer narrative:
The device was returned to the MFR; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.

Manufacturer narrative:
Universal wire driver, micrometric, 1-4mm, serial number (B)(4) was returned for complaint investigation. Upon receipt, the wire driver was visually inspected after decontamination and did not observe any external damage that may have contributed to the reported event "that metal shavings came out of the wire driver during surgery". Functional tests were performed in an effort to ensure the device operates as intended and to attempt to reproduce the reported event. The wire driver was manually rotated and verified the end that retains the wire did operate as intended, but the drive mechanism (gear box) was very noisy. During this process, a white piece of paper was used to collect any metal shaving that may be emitted from the attachment during this manual operation. It was verified that metal shavings were emitted from the gearbox end and no metal shavings were emitted from the wire end. Also, the metal shavings emitted from the drive mechanism could only be emitted when the wire driver is not connected to the handpiece. Root cause of the reported event is most likely assigned to the gearbox bearings becoming worn and deteriorating during the use of the wire driver. The wire driver was not repaired nor returned to the customer.